Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Additional observation was identified: the permanent cautery hook instrument had mechanical indentations on the proximal clevis. Additional observation not reported by site was also identified: the permanent cautery hook instrument was found with a broken boss feature of the yaw pulley. Upon microscopic inspection, the feature was found missing from the insert slot. Missing piece, approximately 0.05¿ x 0.05¿ was not returned with instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the permanent cautery hook had a broken cable. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details could be provided and obtained the following: the customer reported that it was difficult to answer the questions without the instrument in front of them. The nurse also could not remember the details requested. No further information was available.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.